Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the iliac and femoral arteries were severely calcified. It was reported that the bifurcated stent graft was implanted on the right side with slight difficulties during the advancement of the delivery system. The gate was cannulated followed by delivery of the contra limb and both sides were extended. The reliant balloons were inflated, one of each side and then the stent graft was ballooned all the way from the top down. The final angiogram appeared good but filling was a little slow on the contralateral side (left) but it was filling. The physician inserted two atlas 2 x 14 balloons and was inflated one of each side and the stent graft opened nicely. The stiff guidewire was still in place and another angiogram was performed, the blood flow was still slow. The stiff wire was removed from the patient. At this point another angiogram was performed and the blood flow was gone on the ipsilateral side, as there was blockage at the gate. The physician decided to perform a fem-fem bypass to ensure flow to the contralateral side and the common femoral on down. There was no stent graft kinking or any stents that were not open. The physician determined that with all the manipulation of the external iliac and common femoral, resulted in dislodging of calcification which was blocking the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: occlusion, anatomy related: severe calcification. Conclusion: anatomy related: severe calcification.